Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. It was reported that the empty pump alarm occurred. The pump had been empty for ¿a couple of days¿ (from (B)(6) 2016). The hcp would fill the pump on (B)(6) 2016 when the manufacturing representative was present. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.